Manufacturer narrative:
The generator was returned to a service center for evaluation. The customer¿s handpieces and accessories were not returned at time of investigation. It was noted that generator was equipped with software version 11-a. A visual inspection was performed on the returned generator and found a small piece of blue plastic debris inside the universal socket. The debris could prevent a good connection between the generator and a handpiece. No other abnormalities were on the appearance of the generator. The generator was powered on and prompted error "e433¿auto restart", kept rebooting, and disabled the functionality. Troubleshooting performed by the service center¿s electronics line found the generator printed circuit board (ver. 14 plus) to be faulty. Based on the evaluation findings, the customer¿s device complaint of the generator automatically restarting was confirmed. The generator was repaired and returned to the customer. A manufacturing and quality control review was performed for device wb91051w with lot or serial number (B)(4). There were no non-conformances associated with this device with respect to the described issue(s). The device history record (DHR) review showed, that the device was manufactured according to valid instructions and met all specifications at the time of release. The esg-400 instruction manual states ¿ before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. Should the slightest irregularity be suspected, do not use the electrosurgical generator and refer to chapter 8,¿troubleshooting¿. If the irregularity is still suspected after consulting chapter 8, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿

Event description:
The service center was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the generator displayed an e433 error message and automatically restarted. The generator settings were 200 and 120 when the reported error code appeared. Possibly both cautery and cutting were being done when the error occurred. There was moderate bleeding controlled by using a resect scope and monopolar cautery. The cord and button were changed out without success. The procedure was prolonged 25-30 minutes due to trouble shooting. The patient was under anesthesia an additional 20 minutes. The patient's status indicated the need to stop the procedure. There was no patient injury reported. Additionally, the generator (cord) was inspected prior/post procedure. The connection between the cord and equipment was secure. There were no issues with any other instrument attached to the generator. No error code appeared with the hand-piece.